Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. Section d. Suspected medical device and g4 - PMA/510(k)# has been populated for the freestyle librelink ios application as this report concerns an italy customer. This is same/similar to us freestyle libre 2 ios application, model number 71926-01. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with unknown phone with unknown operating system version. The low glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced symptoms described as "could not stand up and felt hypoglycemia" and was unable to self-treat. The customer received treatment of food provided by a non-healthcare professional (husband). There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with unknown phone with unknown operating system version. The low glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced symptoms described as "could not stand up and felt hypoglycemia" and was unable to self-treat. The customer received treatment of food provided by a non-healthcare professional (husband). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An investigation was performed for the reported complaint. The customer reported that missing low alarm. Attempt to identify the customer's reported configurations and the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of information regarding the app version and the os, it restricts the ability to identify potential causes of the customer's reported issue. Therefore, the reported issue is not confirmed due to the inadequate information provided. All pertinent information available to abbott diabetes care has been submitted.